Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, mesh and restorelle mesh were placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted, concurrently with a cystourethroscopy and cystostomy with suprapubic tube placement due to stress urinary incontinence and cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.